Event description:
It was reported that the customer went to the emergency room due to low blood glucose. Nurse stated that the customer has an insulin pump and she does not feel confident to change settings due to she did not have any information on customer's insulin pump model or settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.